Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll service personnel at the customer site. The reported complaint that "during power-on-self-test (post), 'check the following screen' indicated that the full air trap could not be detected" was confirmed during the system's event log data review and functional testing. The root cause of the reported complaint was that an air trap sensor had malfunctioned, possibly due to an overflow of saline into the console air trap holder, caused by a previously leaking start-up kit (suk). No traces of saline were observed on the air trap sensor block or internal electronics. However, there was a reported event of a leaking suk from the air trap chamber used with this thermogard console in (B)(6) 2022. The customer had dried the console air trap holder, and zoll service was not required at that time. During visual inspection, no physical damage was observed on the thermogard console. The system's event log showed multiple "alert_saline_empty" (2.5) and "alarm_air_trap_warning" (1.5) alerts around the customer's reported event date. The "saline empty" alert will occur by design if the air-trap liquid level drops too low while the system is in standby mode, and the "air trap" alarm occurs if the level of the saline in the air-trap reservoirs falls below acceptable levels during run mode. These alerts would typically suggest a leak in the console. Liquid ingress into the circuitry can lead to an intermittent electrical malfunction. Eventually, one air trap sensor failed to detect a full air trap when inserted into the console, confirming the reported complaint. The initial functional test failed as the thermogard system could not recognize the full air trap, confirming the reported complaint. During the investigation, no traces of dried saline were found in the air trap sensor block. Troubleshooting the problem revealed that one air trap sensor failed, and the air trap sensor block was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) did not complete the power-on-self-test (post), as "check the following screen" indicated that the full air trap was not detected. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.